Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the customer with this process. After resetting, the malfunction did not recur, and the customer was instructed to continue using the pump and to call back if any malfunction code recurred.